Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed replace battery now. The patient's blood glucose at the time of incident was 7.2 mmol/l. Troubleshooting was initiated for the replace battery now alarm. The customer did not receive a low battery alert prior to the replace battery now alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self-test. The power management graph was in specification. No unexpected replace battery now alarms or low battery alerts noted during testing and were not present in the format history file. The insulin pump received with high sleep current measurement due to moisture damage on all electronic assemblies. The insulin pump received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, peeling end cap address label, severe corrosion on force sensor assembly, moisture damage on motor assembly and corrosion in battery tube.